Event description:
A click x construct was implanted in a male patient being treated fro scoliosis. On an unknown dated the patient, complaining of pain, consulted the surgeon who confiemed by x-ray that several of the locking caps had become disengaged and were removed. Surgeon stated that remaing screws and locking caps with rods were sufficient to achieve intended results.